Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm sysytem (serial #(B)(4) ) was performed by a zoll service technician. The reported complaint of the thermogard xp ivtm system has a broken raceway pump assembly was confirmed during visual inspection. The root cause of the broken raceway pump assembly was due a defective bearing of the pump rotor head, causing the raceway pump assembly to break. This type of fault is likely attributed to normal wear and tear. The thermogard xp ivtm system was manufactured in november 2014 and is over 6 years old, reached its expected serviceable life of five years. During visual inspection, unrelated to the reported complaint, a broken top lid, a crack front housing cover and a missing drip pan were observed. The probable cause for the observed physical damages and missing parts were likely due to wear and tear and/or mishandling of the console. The broken top lid, crack front housing cover and missing drip pan needs to be replaced to address these issues. The functional testing of the thermogard xp ivtm system could not be performed due to the broken raceway pump assembly a review of the event log was performed and no descrepancies observed. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with serial number (B)(4) .

Event description:
During routine device check, customer reported that the thermogard xp ivtm system (serial #tgxp11546) has a broken raceway pump assembly. No patient involvement.